Event description:
It was reported that a pt's pump motor stalled. The stall was confirmed as noted in event logs with no motor stall recovery recorded. The motor stall was caused by the pt being near a magnetic field. The hcp asked the pt to return in 1.5 hours. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).